Event description:
It was reported that during the surgery done in (B)(6) on (B)(6) 2104, during the locking of tibial component and insert, insert locking wire was dislocated and insert became inoperable. Upper size insert was used and the surgery was completed successfully on time.

Manufacturer narrative:
An event regarding difficulty seating a scorpio cr insert into a baseplate was reported. The event was confirmed. The returned insert is damaged from the attempted implantation. The locking wire is dissociated and was not returned. The damages suggest the insert was partially assembled anterior side first and then impacted in an attempt to fully seat the component. There is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the root cause of the event was determined to the be related to use error. The damages to the returned insert suggest the device was incorrectly assembled anterior side first and then impacted in an attempt to fully seat the component. The surgical protocol details proper alignment and assembly steps.

Event description:
It was reported that during the surgery done in (B)(6) on (B)(6) 2104, during the locking of tibial component and insert, insert locking wire was dislocated and insert became inoperable. Upper size insert was used and the surgery was completed successfully on time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.